Manufacturer narrative:
It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 25mm bioprosthetic aortic valve, implanted approximately eleven (11) years and four (4) months, was explanted and replaced with a 23mm aortic pericardial bioprosthetic valve. No additional information has been made available.

Manufacturer narrative:
Through follow up with the health care provider, it was learned this 25mm valve was explanted due to stenosis and regurgitation secondary to calcification. The response also indicated there was a torn leaflet. Device is not available and no reports have been provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, no patient history has been provided and it is not known if there are any patient contributing factors.